Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to the emergency room and were hospitalized due to high blood glucose level and diabetic keto acidosis on (B)(6) 2021 till (B)(6) 2021 with blood glucose level was 800 mg/dl. Customer's current blood glucose level was 137 mg/dl. Customer experienced symptoms such as confusion. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that customer was using auto mode or not at the time of high blood glucose event. The customer was treated with intravenous insulin drip for high blood glucose event. Customer stated that their insulin pump had highs and low for no reason. Customer stated that their insulin pump battery was dead. The insulin pump will not be returned for analysis.